Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. It is unknown how the case was completed. No adverse consequences reported. No details are available.

Manufacturer narrative:
(B)(4).